Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; after ten minutes on power-up the unit displays ventilator inoperable and motor fault alarms. The issue occurred during testing. The customer reported there is no patient involvement associated with the event.